Event description:
The customer contact reported the device alarmed with a s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical department with an unsigned note that indicated, alarms malfunction s233. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays in critical use. During testing at the user facility, multiple s233 malfunction alarm code were noted, and the device fan did not function. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, multiple s233 (overtemperature-psc) malfunction alarm codes were noted in the device history, and the device fan did not function. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.